Event description:
During a rotator cuff procedure utilizing the twinfix ultra ha 4.5 w/2 ub (wh & blue), it was reported that the anchor broke in the patient. The broken pieces were removed with graspers. The site was tapped with a 3.8 tapered awl and no drill was used. The patient's bone quality was hard. The surgeon switched to another anchor, utilizing the same hole. There were no reports of patient complications or injuries.

Manufacturer narrative:
(B)(4).